Event description:
The physician reports that a patient underwent cataract surgery with implantation of the crystalens in the left eye. Four months postoperatively, the patient noticed a decrease in distance vision and increased astigmatism. Upon examination, the lens vaulted asymmetrically in a z-configuration secondary to capsular contraction syndrome. The lens was repositioned successfully using a yag laser (on two occasions) and the patient's prognosis is excellent. Preoperatively, the patient's bcva was 20/40 with mrse of -4.75 -1.00 x 155. Postoperatively (and prior to yag treatment) the patient's bcva was 20/25 with mrse of -1.00 -2.50 x 107. After yag, the patient's bcva improved to 20/20/ plano.

Manufacturer narrative:
The device history records were reviewed and there were no discrepancies or unusual findings that relate to the reported issue.